Event description:
Adverse event(s): "can't see at near or distance" (vision, impaired); "halos at night" (halos). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she could not see at near or distance. The consumer reported her vision was blurry, she was seeing halos at night and could not read street signs. The consumer reported that she had astigmatism (pre-existing) and had been advised by her surgeon that she would require a lasik following her iol implant surgery to correct her residual error. The consumer reported that following the lasik her vision was worse than before. The consumer reported her surgeon has recommended, she wear glasses or contact lenses until an additional lasik procedure can be performed. The consumer is seeking additional options. Medical records were requested and received. According to the medical records, the patient had dry eye syndrome, diabetes, hypertension, and arthritis (pre-existing). Posterior capsule opacification had been observed and a yag laser procedure performed prior to the lasik. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/26/2010, 04/05/2010, 04/06/2010, and 04/07/2010 by phone, fax, and mail. A completed questionaire and medical records were received on 04/06/2010. (B) (4). (B) (4). (B) (4).